Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative stated that the patient had not been scheduled or notified for office visit, and that there was no further information to provide.

Manufacturer narrative:
Other applicable components are: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
A patient reported via manufacturer representative that their leads have moved at the insertion site into their spine. No environmental or external factors were reported that could be related to the issue. It was also reported that the patients implantable neurostimulator (ins) battery was not working. It was noted that the patient hadnt charged their ins in over a year. It was recommended that the patient follow up with their healthcare provider (hcp) and a manufacturer representative to charge their battery. Additional information provided reported that the patient was to be scheduled for an office visit where a manufacturer representative would evaluate further. No patient symptoms were reported. The patients status at the time of this report is alive, no injury. Indication for use is degenerative disc disease.

Event description:
Additional information received from a manufacturer representative reported that the patient was being scheduled for a follow-up visit at which a manufacturer representative would be present to collect information. The manufacturer has not yet been notified of that appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.